Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Surgical intervention was performed however the lead could not be succesfully repositioned due to helix issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.

Event description:
--